Manufacturer narrative:
This product malfunction was originally reported under an alternative summary report (e2000003). The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report e2000003 has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The lens was returned positioned incorrectly in the lens case. One haptic is broken/torn (still attached) in the gusset area against the wall of the inner well area. The other haptic was broken from the optic at the gusset area near the locking arm mechanism. The broken haptic portion was not returned. The optic is broken/torn and crushed on two posts of the lens case. The two lens case posts have impaled the optic material. The lens does not appear to have been removed from the lens case. One locking arm mechanism displays damage/indentations into the lens case material. This damage would be expected if a lens were caught in the case in that area. Product history records were reviewed and the documentation indicated the product met release criteria. The reported haptic and optic damage was observed. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case, lens damage may occur. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported an intraocular lens (iol) haptic was broken and the optic has been 'pressed'. A backup lens was used to complete the procedure. Additional information was requested.